Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. With all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause maybe kinks, leaks and blockages in the vacuum circuit, or a component failure. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the device displayed "canister full, please return device" alarm. Change in surgical technique was reported, it is unknown how was treatment completed. No patient harm reported.